Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010, during the same surgery the patient was reimplanted with a new device. This report is filed (B)(4), 2011.

Event description:
Per the clinic, the patient experienced poor performance and a "rushing" or "buzzing" sound with and without device use, resulting in device non-use. Reprogramming attempts were made, however, the issue could not be resolved. Explant and reimplantation is planned but had not taken place at the time of this report, (B)(6), 2011.